Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects on the nozzle. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: operational problem identified. The event is detectable/preventable by handling the device in accordance with the following IFU: "IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Event 22 is detectable and preventable by handling device in accordance with the following IFU." Chapter 3 preparation and inspection." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported an e315 error was displayed on the colonovideoscope. The issue occurred during preparation for use with no reports of patient involvement.